Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen locked up. A "system computer needs service" error message was displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), he advised the customer to leave the system "out of service" and to leave on for a period of time, booting it up and shutting it down daily to help determine whether this intermittent problem still exists. System will not be used for surgery until sufficient "burn-in" testing is completed. The circuit boards were returned to the manufacturer for evaluation.